Manufacturer narrative:
Additional information received indicated that the customer's blood glucose level had decreased to target range. The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer stretched out the tubing clearing the occlusion alarm. The customer stated that the blood glucose level was 485 mg/dl. The customer disconnected from the pump and reverted to manual injections to manage diabetes. The customer indicated that the infusion tubing had been used for 3-4 days and the cartridge had been on the pump for 4 days. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.